Event description:
It was reported that an infusor was leaking and pooling inside the housing during filling with an unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was received for evaluation. However, the reported condition of a leak was not able to be confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.